Event description:
The dilatation catheter was used to post dilate a stent. The physician met resistance but proceeded to place the dilatatyion catheter into the stent. The physician found it difficult to inflate the balloon. The inflation issue was due to the protective sheath being left on the balloon. He removed the system but the sheath remained in the artery and the pt went to surgery to have it removed. Pt is reportedly doing well post operatively.